Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the 1st coil (638mf0410/17100818) could not be shaped as expected. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has an intracranial aneurysm with a size of 4.2*3.6 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil after use. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit mini comp fill 4x10 tdl was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and residues of dry blood can be observed inside of it. The support coil and gripper were found outside of the introducer while the embolic coil was not returned for evaluation. The gripper was inspected under microscope and no damages were noted on it. A review of the manufacturing documentation associated with this lot 17100818 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - positioning difficulty¿ could not be evaluated. Due to the embolic coil was not received for evaluation. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. No corrective or preventive actions will be taken.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the 1st coil ((B)(4)) could not be shaped as expected. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has an intracranial aneurysm with a size of 4.2*3.6 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil after use. There was no clinically significant delay in the procedure due to the event.